Event description:
The customer reported an incident of overinfusion of kci to the patient. The customer reported that the pump was set up 125ml/h and emptied the 1 l bag in less than 4 hours. The customer reported that the upmp had been checked and found to be overinfusing. The pump indicated 10 ml while actual volume infused was 14 ml @ ml/h. The customer reported that the incident occurred during use however there was no reported patient injury or medical intervention at the time of this report.

Manufacturer narrative:
Evaluation summary:this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 28 2007. The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.